Manufacturer narrative:
Initial.

Event description:
It was reported that the charger's cord for the ilet system became frayed after two years of normal use, requiring the user to hold the cord at times to maintain charging, consistent with a charger component issue. No clinical symptoms, injury or conditions reported during the event. Outcomes included no health consequences or impact. Investigation of this case revealed a fracture-type problem of the battery charger component consistent with wear-related damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.